Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician predilated the lesion with a 2.5x20mm non bsc device at 10atms for 15 seconds. Then, the physician attempted to cross the 3.50x32mm taxus express2 drug eluting stent (des), but it was unable to cross to the mid rca. The physician shaped the tip of the sds to cross the lesion, but the des was unable to cross. When the physician withdrew the des, he noticed that the stent strut was lifted up. The procedure was successfully completed with a 3.0x32mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good".